Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was incomplete. Reportedly, the customer has a CT scan and the issue began after the scan was performed. There was no reported impact to the customer's blood glucose level.